Manufacturer narrative:
H6. Customer reported a contamination issue. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Do not use culture vials past their expiration date. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
It was reported that while using the bd bactec¿ myco/f lytic culture vials that there was contamination. The following information was provided by the initial reporter: after use. Contaminated consistent results. The client called to ask if there is a known problems with myco\ lytic culture vials. The customer told that this vials consistently positive but contaminate and the blood sample is not able to second use. Therefore they have a problem in the lab with detection of mycosis from blood samples.

Event description:
It was reported that while using the bd bactec¿ myco/f lytic culture vials that there was contamination. The following information was provided by the initial reporter: after use. Contaminated consistent results. The client called to ask if there is a known problems with myco\ lytic culture vials. The customer told that this vials consistently positive but contaminate and the blood sample is not able to second use. Therefore they have a problem in the lab with detection of mycosis from blood samples.

Manufacturer narrative:
PMA / 510(k)#: k970512, k970333. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.